Event description:
The customer was hospitalized for high bgs, ketoacidosis. The customer stated that they switched over the quick set, had bent cannulas, and continuing high bgs. The customer was using manual injections to control their bgs. However, the doctor advised pt to discontinue the manual injections, drink a lot of, and continue on the pump. Troubleshooting was performed. The programming and histories on the pump were accurate.